Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, serial: na, batch: 35537320, UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. It was noted that the infection was treated and had cleared up, however, symptoms of swelling and drainage returned. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned. No further information could be obtained.